Manufacturer narrative:
(B)(4). Date sent: 11/16/2020. H10=corrected data=h2 additional information received: a photo was received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent: 12/14/2020. D4: batch # u5cm5y. Investigation summary: two phot images along with the device were returned for evaluation. Upon visual inspection of two photos, the following was observed: the first photo shows labels on a box. The second photo shows a device from top view with the anvil open and no reload loaded. Based on the photo alone the event describe cannot be confirmed. The analysis found that one pse45a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although there is no direct evidence of use error, the instructions for use do contain the following caution: for the would not open, to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a right lower lobectomy surgery, after fired, could not open the jaw. Tried many times to open the jaw. There were no adverse consequences to the patient. No additional information could be provided.